Event description:
It was reported that event occurred at 420 pulses. Coupling fluid had been used, and the membrane tip was inspected prior to treatment, with nothing notable, and every 100 pulses thereafter. The patient was administered emla 5%, and topical cream after treatment. It was reported that there would be no permanent scarring.

Manufacturer narrative:
Based on the evaluation of the data log, the handpiece and system performed as expected. It was reported that no secondary intervention beyond the standard of care was necessary for the patient. Upon further review the event no longer meets the criteria of a reportable event.

Manufacturer narrative:
The investigation is pending.

Event description:
A user facility in (B)(6) reported that a patient received a burn on their face during a thermage facial treatment. It was reported that after the treatment, the skin was red and immediately blistered. It was reported that the tip was used for 900 reps, and that the energy level used was 1.5-2.0, with no vibration. Though requests have been made for additional information, and a patient status update requested, neither has been received to date.